Event description:
A bd insyte autoguard 20 guage 1.6in 1.1 x 30 mm shielded IV catheter needle did not retract as designed after use. Unable to determine exact lot number, 4 packages were retrieved from the trash. No harm to patient or provider but high potential for needle stick to provider.